Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing due to low r-wave amplitudes resulting in an inappropriate shock. The device was tested in clinic with provocative maneuvers with not noise present. This patient was subsequently hospitalized until further intervention can be determined. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing due to low r-wave amplitudes resulting in an inappropriate shock. The device was tested in clinic with provocative maneuvers with not noise present. This patient was subsequently hospitalized until further intervention can be determined. Additional information was received confirming the device exhibited oversensing of a heart block rhythm resulting in the device to deliver an additional inappropriate shock. This device remains in service. No additional adverse patient effects were reported.